Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse was not able confirm the autofill failure. The unit passed all required test as per specifications. Unit was kept under observation for 2 days as a precaution.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported before use that cardiosave intra-aortic balloon pump (iabp) has autofill failure. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g1,g3, g6, h2, h6, h11. Corrected fields: g7, h3.

Event description:
N/a.